Event description:
A pt was thrown to the floor when the tilt cylinder rod separated from its mounting block. The pt was on the table in a vertical position, with feet on the footrest when the table pitched forward as a result of the above-stated condition. The tub arm hit the floor stopping the motion. Because the pt was conscious, pt was able to break his fall and only suffered bruises.